Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The intera 3000 hepatic artery infusion pump was not believed to be the cause of the adverse event. Treating physicians felt it was due to patient's anatomy and additional comorbidities leading up to the event including a large pulmonary embolism and subsequent right heart strain. In addition, extravasation and pseudoaneurysm are known adverse events listed in the intera 3000 hepatic artery infusion pump IFU and label.

Event description:
On october 28, 2025, a provider requested immediate guidance for a patient presenting with an acute intra-abdominal bleed and being transported to the interventional radiology (ir) suite. The patient previously underwent hai pump implantation on (B)(6) 2025. On presentation, imaging (cta) demonstrated arterial extravasation, raising concern for a small pseudoaneurysm near the catheter tip at the gastroduodenal artery (gda). The patient had also undergone an exploratory laparotomy without identification of a discrete bleeding source. The provider inquired about the risks and potential contraindications of performing a pump angiogram concurrently with a planned celiac angiogram. A discussion was held regarding the risk of rupture associated with increased injection pressure through the pump in the setting of a suspected pseudoaneurysm. The provider requested confirmation of whether this approach was contraindicated. A same-day, urgent peer-to-peer consultation was facilitated to support immediate clinical decision-making. The clinical team plans to proceed with a celiac angiogram via standard ir access to evaluate and manage the bleeding source. They will not proceed with angiography through the pump due to the risk of arterial rupture associated with injection pressure in the presence of a suspected pseudoaneurysm. Pump sacrifice remained a consideration if required for hemostasis, with possible management options including coil embolization of ha or stent placement to preserve hepatic inflow. The surgeon who placed the pump, later updated intera oncology and mentioned that there was a suspected bleed at the hepatic artery. They place a stent in the hepatic artery, which has occluded the gda entry into the hepatic artery, so the pump is no longer viable. They are removing all residual volume from the pump and will remove the pump after the patient has recovered from this surgery.